Event description:
This report is to advise of a catheter tip fracture that was found on analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.